Event description:
About 2 weeks after second injection into nasolabial line, redness was observed at injection site. Later, pigmentation with scratch-like edema was noted. Physician treated symptoms with rizaben antiallergic tranilast. Follow up findings note that the pt was treated with oral rizaben and oral steroids.